Manufacturer narrative:
On june 10, 2020, the patient contacted the cr to inform she is still fighting the infection previously reported. The patient also stated that after the implanting clinician performed the revision, she could now feel a lump under the skin separate from the lead's tail. The patient is experiencing soreness, as well. Stimwave quality attempted to contact the cr for additional information about the patient's infection status and whether the stimulator was going to be explanted. However, the cr never responded to the e-mail requests. The e-mails for the attempts of contacts are attached for reference. The stimulator was reported to meet product specifications. Manufacturer cannot currently receive the stimulator for analysis. The device was used for treatment of pain. The device cannot be traced as the source of the issue. Infection is known adverse event for peripheral nerve stimulator that is reduced as far as possible in the product's risk management file. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lot, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging.

Event description:
Stimwave quality has investigated the details for a reported stimulator infection at the incision site to the stimwave complaint system on june 11, 2020, by clinical representative (cr) in the united states. Cr became aware of this issue june 10, 2020.